Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 5f sheath hole prior to a watchman interventional procedure. The suture of the first perclose device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with a proglide device. The suture of a new perclose was successfully pre-placed. The sheath was upsized to a 14f sheath and the watchman procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.